Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: january 25, 2016 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016 due to a failed competitor's proximal humerus plate. During the revision procedure, which was an open reduction internal fixation (orif) procedure, the tip of a three-fluted drill bit broke as the surgeon was attempting distal locking of the multi-lock nail. A mallet was used to advance the drill bit through the bone, but it may then have come in contact with the nail causing the breakage. As the broken piece was in a non-retrievable position, it was left between the nail and the inner endosteum of the patient's intramedullary canal. A second drill bit (same part number) was available for use. The procedure was completed without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the tip from the returned instrument is broken off as described in the event description. Additionally, the guiding margins along the 3.2mm edge and the cutting edges are damaged. During the investigation of the drill bit, it was discovered that the instrument broke (and became damaged) due to mechanical overloading during use. As mentioned in the complaint description, the drill bit came in contact with a hard surface (nail). Product literature indicates that this small drill bit requires careful and delicate handling. No product fault could be detected. The 3.2mm edge was measured with a micrometer and passed inspection criteria. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.